Event description:
Boston scientific received information that during a recent change out of this patients implantable cardioverter defibrillator (ICD) by a non boston scientific sales representative, when the chronic leads were tested through the pacing system analyzer (psa) they exhibited less than 20 ohms shocking impedances. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this lead was recently returned after the patient had passed away 2 years ago.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed in several pieces and the tip was never returned. There were two setscrew marks noted on each terminal, and the conductor coils were deformed along with cuts in the insulation. The lead segment returned passed continuity testing.